Event description:
A healthcare facility in maryland reported that the power cord was damaged on a mr850 respiratory heated humidifier. Upon device assessment at fisher & paykel healthcare regional office in irvine on the (B)(6)2019, it was found that the power cord was damaged with exposed wires. There was no patient inolvement.

Manufacturer narrative:
Ps314809 method: the power cord of the complaint mr850 respiratory humidifier was returned to fisher & paykel healthcare in new zealand where it was visually inspected for damage. Results: visual inspection of the subject mr850 power cord reveleaed that the power cord was damaged with the earth wire broken. Conclusion: we are unable to determine the cause of the physical damage to the power cord. During production the electrical connections of the earth wires on all mr850 units are 100% tested for electrical continuity. Any product that fails is rejected. All mr850 units are visually inspected for damaged power cords before release for distribution. This suggests that the damage occurred after it had been distributed. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is complaint with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no.601.01, ul 60601-1, iec 60601-1. The damaged power cord was replaced by our service centre and the subject mr850 respiratory humidifier was returned to the customer after passing performance and safety checks.

Manufacturer narrative:
(B)(4). The components from the complaint device is en route to f&p nz for investigation. . We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the power cord was damaged on a mr850 respiratory heated humidifier. Upon device assessment at fisher & paykel healthcare regional office in (B)(6) on the (B)(6) 2019, it was found that the power cord was damaged with exposed wires. There was no patient involvement.